Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 565 mg/dl. The customer addressed their bg with a correction bolus. Customer also had an unspecified level of ketones but was not identified as life threatening by the healthcare provider. The customer continued using the pump for insulin therapy.